Event description:
At implant, the pump could only be filled with mls. It was suspected that the chamber may have been filled too fast. At the next refill, the reservoir could only be filled with 10 mls. The pt had to come to the hospital for refilling of the pump once a month. For this reason the pump was replaced by a 40 ml pump. No pt symptoms were reported. The pump was used to deliver baclofen. There was no pt injury.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.